Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon investigation, engineering observed blood and eschar build up on the jaws. The device was activated to test for "difficulty to retract blade" by dry firing without cleaning the jaws first. The event unit performed to specification. Engineering also activated the device on porcine tissue and transected the tissue without issue. The device was able to cut and seal every time it was activated and as such, engineering could not replicate the customer complaint. At this time, applied medical cannot confirm the root cause of the event. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Radical cystectomy - "since the beginning of the surgery when the surgeon push the blade it seems work fine but probably it doesn´t cut all, they need to finish with a scissors. They used more or less 50 times and in more than 25 they need to cut, the blade didn´t go back fine, the surgeon need to did it with the finger. Then I offer to change the device because it didn´t work well, with the new one they can finish the surgery without problems." Additional information received from rep on 3rd of march 2017: "there was more resistance than usual when the surgeon pushed the blade, but it is difficult to discern how much. The cut tissue was normal tissue. The surgeon was performing a cystectomy on a patient of normal weight and with normal fatty tissue. The surgeon was cutting the tissue around the urinary bladder. The affected part of the blade was the distal part, toward the tip of the jaw. It cut 90% of the tissue. They needed to activate the blade more than once, because it seemed to block. When they did it 2 or 3 times, the trigger unblocked easily."